Manufacturer narrative:
Section d9 was updated due to part return h3: device evaluation summary was updated due to analysis of returned parts medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator ¿failed¿ with loss of the breath delivery communication message. The device was available for evaluation. A review of the ventilator logs indicate there was a loss of ventilation (lov) at the time of the reported event as well as lapses in communications prior to the lov. The service personnel (sp) inspected the ventilator, found multiple background diagnostic codes related to communications with the breath delivery (bd) and the universal serial bus (usb). Based upon the codes, sp replaced the line interface 2 printed circuit board assembly (pcba) along with the usb flash drive and communications backplane pcba. Also, there were two recovery from power failure codes identified in the logs which indicated a transient loss of power internal to unit. The unit was allowed to ventilate on a test lung for extended period with no issues identified and passed all calibrations and tests per manufacturer specifications at the time of service. The line interface 2 pcba and communications backplane pcba were returned to medtronic for analysis. The components were visually in spected and functionally tested with no malfunction or product deficiency observed. One usb flash drive was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned usb flash drive was attached to failure investigation test ventilator for analysis. The unit powered up and logs initialization failure background code was generated in logs. Analysis determined returned usb flash drive was faulty. The cause of the loss of bd communication could not be established, however, a potential cause was a transient issue with the ethernet between the graphical user interface and the bd cpus. The cause of the usb communications issues was isolated to faulty usb flash drive. Although a cause of the lov was not identified, a potential cause is a transient total loss of power internal to the ventilator. The events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code result (annex c) additional code added due to analysis of returned parts h3: device evaluation summary was updated due to analysis of returned parts medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator ¿failed¿ with loss of the breath delivery communication message. The device was available for evaluation. A review of the ventilator logs indicate there was a loss of ventilation (lov) at the time of the reported event as well as lapses in communications prior to the lov. The service personnel (sp) inspected the ventilator, found multiple background diagnostic codes related to communications with the breath delivery (bd) and the universal serial bus (usb). Based upon the codes, sp replaced the line interface 2 printed circuit board assembly (pcba) along with the usb flash drive and communications backplane pcba. Also, there were two recovery from power failure codes identified in the logs which indicated a transient loss of power internal to unit. The unit was allowed to ventilate on a test lung for extended period with no issues identified and passed all calibrations and tests per manufacturer specifications at the time of service. The communications backplane pcba was not returned to medtronic for analysis the line interface 2 pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One usb flash drive was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned usb flash drive was attached to failure investigation test ventilator for analysis. The unit powered up and logs initialization failure background code was generated in logs. Analysis determined returned usb flash drive was faulty. The cause of the reported loss of bd communications message was isolated in the field to a potential issue with the communications backplane pcba. The cause of the usb communications issues was isolated to faulty usb flash drive. Although a cause of the lov was not identified, a potential cause is a transient total loss of power internal to the ventilator. The events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator ¿failed¿ with loss of the breath delivery communication message. The device was available for evaluation. A review of the ventilator logs indicate there was a loss of ventilation (lov) at the time of the reported event as well as lapses in communications prior to the lov. The service personnel (sp) inspected the ventilator, found multiple background diagnostic codes related to communications with the breath delivery (bd) and the universal serial bus (usb). Based upon the codes, sp replaced the line interface 2 printed circuit board assembly (pcba) and communications backplane pcba. The unit was allowed to ventilate on a test lung for extended period with no issues identified and passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported loss of bd communications message was isolated in the field to a potential issue with the communications backplane pcba. The cause of the usb communications issues was isolated in the field to a potential fault in line interface 2 pcba. Although a cause of the lov was not identified, a potential cause is a transient total loss of power internal to the ventilator. The events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator ¿failed¿ with loss of the breath delivery communication message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.